Event description:
The insert would not lock into the baseplate. There was no adverse consequence for the pt.

Manufacturer narrative:
The results of the evaluation suggest that this event is not device related but rather is associated with intra-operative procedures.